Event description:
It was reported that there was a disconnection between a minicap extended life pd transfer set and the titanium adapter which resulted in a leak. This occurred during dwell of peritoneal dialysis (pd) therapy. The leak was further described as ¿felt something warm and wet¿. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event, however the patient was prescribed empiric therapy . No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.